Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/apr/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on march 03, 2024. It is possible to determine the lot number 2898082 and catalog number n-27-mx125-370 of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Phone number e1.: (B)(6), fax number e1.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.